Manufacturer narrative:
D10: 02-020-13-0230 - truliant cr cem fem cr cem left sz 3, (B)(6); 02-022-45-3035 - truliant tray, cem sz 3f/3.5t (B)(6); 02-024-51-3011 - activite trlnt crc insrt size 3, 11mm (B)(6); 201-78-89 - 3" drill bit, mod. Hex 2 pack (B)(6); should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 72 y) female patient, who had a left tka, underwent a revision procedure. The patella was not tracking properly. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No further information.